Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter resulted in a complete opening. The pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."